Event description:
It was reported that a spectrum pump turns on when the door is shut or pushed on while closed. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom turns on when the door is shut or pushed on while closed. Eval found that the unit would turn on when pressure was applied to the top left corner of the door, caused by a failing upper latch switch. The upper auxiliary assembly, which contains the failed latch switch, was replaced. See scanned page.